Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 after having participated in a successful trial phase with nalu. In (B)(6) 2023 the patient reported pain levels had reduced from 9/10 down to 2/10 while using the nalu system. In (B)(6) 2024 the patient reported that the system did not appear to be working as well as previously and troubleshooting was done to try to improve therapy. In early 2025 the patient was seen for a regular appointment and expressed that the system still was not as effective as initially. Troubleshooting was not able to achieve the desired effect for the patient and a full system explant was performed on (B)(6) 2025.

Manufacturer narrative:
During troubleshooting there was no indication of any system or component failure or malfunction. Imaging was done and confirmed placement of all implanted components was appropriate and did not appear to have migrated. There are no reports of any falls or other external trauma. The patient is reported to have a high bmi and had some trouble maintaining connectivity between the implanted and external components. The communication issues were not present at the initial activation of the system and no dissatisfaction was reported until more than a year after implant. The explanted device was not returned to the firm for testing and evaluation, although there was no indication from the field of any malfunction. It is likely that the patient experienced some weight fluctuations which caused some interference in communication and thus disruptions in therapy. The disruptions in therapy would likely have been interpreted by the patient as the system generally having lack of efficacy.